Manufacturer narrative:
No parts were returned for evaluation. A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that the vertek probe was not visible on the screen. Site confirmed the straight probe was visible and the vertek passed registration. Site verified the reference frame was not loose and replaced the spheres without resolution. The surgeon opted to abort navigation as a result of the reported issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.